Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed discrepant platelet results on the cell-dyn emerald analyzer. The following data was provided: initial 136, repeat 51, 70, 17, 8, 34. The patient is a (B)(6) female with mds, anemia, coagulation defect unspecified, thrombocytopenia and taking the medication vidaza. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures and replacement of part number 8701691601 emerald o-ring kit. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.